Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a procedure, the passer would not advance the nitinol wire. After multiple attempts to advance the wire, another device was opened and used to complete the case with no additional issues.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was not confirmed. The product was visually examined. There does not appear to be any damage to the device or the nitinol kite. The product was functionally tested and the device was able to advance the kite with little issue. No notable additional force had to be applied to the wheels in order to advance the kite. No issues could be identified with the returned device. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history determined that no further action is required. A root cause was unable to be determined as no problem could be identified with the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.